Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated. Manual loading of software was attempted but unsuccessful. The ICD was subsequently able to be interrogated with another programmer and had not reached elective replacement indicator (eri) yet. The programmer status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant product: product ID d154atg implantable cardioverter defibrillator, implanted: (B)(6) 2006. (B)(4).